Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, heavily tortuous, 90% stenosed mid left anterior descending artery. During the attempt to cross the heavily tortuous and calcified lad, the distal shaft of the 3.0x28 mm xience v stent delivery system separated. The separated shaft was able to be removed from the patient without issue. The procedure was stopped and the patient was referred for medical management. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.